Event description:
It was reported that in 2006, the patient was not able to hear well, and since three days later, the patient has not been able to hear at all.testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.